Event description:
It was reported that the front left caster is broken, which may affect the stability of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The unit could not be located for evaluation.

Manufacturer narrative:
The unit was located and repaired.

Event description:
It was reported that the front left caster mount was broken, which may affect the stability of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The unit could not be located for evaluation.

Manufacturer narrative:
Unit could not be located for evaluation.